Event description:
It was reported that bd insyte-w winged bl 22ga x 1.0in needle through catheter use of the emergency trolley need to insert a line => blue catheter = the canula pierces the plastic catheter when I move it to check that the dm is working properly. Valid for the 2 catheters on the emergency trolley

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A box was received by our quality team for evaluation. However, no insyte samples were in the box, so an investigation could not be completed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed the needles had pierced through the catheter tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle had pierced through catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully. Current control is an in-process inspection in place to check for needles that have pierced through the catheter. As the samples were returned in open packaging, the actual root cause could not be established.